Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 34.1 mmhg. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
The following sensor was reviewed and found outside of the tolerance for cm mean. The cause is inconclusive at this time and is under investigation. This reported event was investigated for possible inaccurate reading. Based on the information given and backend log analysis, it was confirmed that the device was operating within the expected frequency range of 30-37.5 mhz. The sensor was operating at 34.0, 33.8, and 34.2 mhz during the review of the applicable reading(s). A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.